Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for migration and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately five years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately five years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter was migrated into heart and filter struts were perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2015

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately five years post deployment, CT scan revealed that the ivc filter was 1cm above the level of the left renal vein. Three of the ivc struts extended into the left renal vein. Two anterior struts perforated the wall of the ivc extending over approximately 1.5 cm into the retroperitoneal fat of the aortocaval region. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall however, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2015).

Event description:
It was reported through the litigation process that approximately five years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter migrated into heart and filter struts were perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately five years two months post filter deployment, the patient allegedly had a CT scan that showed that the filter perforated and migrated. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter was migrated into heart and filter struts were perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Medical records were provided and reviewed. The medical records included images. The image review was documented in the medical records. Approximately five years post deployment, CT scan revealed that the ivc filter was 1cm above the level of the left renal vein. Three of the ivc struts extended into the left renal vein. Two anterior struts perforated the wall of the ivc extending over approximately 1.5 cm into the retroperitoneal fat of the aortocaval region. Therefore, the investigation is confirmed for filter limb perforation of the ivc wall however, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.